Manufacturer narrative:
Complaint ststement (B)(4): samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states the green tubes they received spun down correctly but are not reading correctly. Red blood cell separates. The customer advises the tubes are not spinning down well: the speed is 4000rpm for 10min. Customer did respin the tubes. No change. No photos. Two patients had incorrect results with mg being high. Redrew sample on red normal.

Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No pictures were provided. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint is closed as cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion. H11: manufacturer narrative.